Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had an alarm and he only changed the set during therapy on the home choice (hc). The technical service representative (tsr) explained that baxter does not recommend using the same supplies if he had an issue with the supplies. The tsr had the hp close the clamps, disconnect and cycle the power. The hc alarmed power restored/ fill 1 of 4. The tsr assisted with ending the therapy and getting the set out. The tsr explained the hp could start over with all new supplies and recommended the hp contact the registered nurse (rn) about using the same supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported that the customer switched only a set and continued therapy with rest of the disposable single use supplies. The cause was undetermined. Batch review results were acceptable for the lot number h12h01114. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(6). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will be conducted as the lot number is available. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.